Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22mar2019. The customer resolved the issue by re-testing the unit per manual. The unit successfully passed the required performance verification test. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
The customer reported that the air flow accuracy failed. The air flow accuracy failed at the 10 & 120 (liters per minute) lpm set points. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.